Manufacturer narrative:
One used device was received and evaluated. The device passed testing. Solution was delivered through the tubing set. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported no flow. The tubing set was primed and was to be used to deliver an unspecified volume of lactated ringers, at an unspecified rate, via gravity. The customer contact reported that when the anesthesiologist connected the option-lok male adapter of the tubing set to the patient's IV access site, no flow of solution was noted. The customer contact reported that the anesthesiologist replaced the tubing set with an unspecified micro-drip tubing set and the therapy was initiated. There were no reported adverse patient effects and no reported delays in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.